Manufacturer narrative:
Device returned to use with limitations; follow-up work scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the physio video input failure caused loss of patient monitoring display on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.